Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the unit was pulled from service for evaluation following the event. Functional testing performed by the biomed confirmed that the system was operating properly. The 2008k2 hemodialysis (hd) machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The biomed revealed that the onset of this issue seemed to correspond with the completion of the cbe software upgrade, but was not able to confirm the exact event date. No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) from an in-center hemodialysis user facility reported ultrafiltration (uf) settings changing autonomously while a patient underwent a routine hemodialysis (hd) treatment. The complainant was not able to indicate the length of the treatment time with the incorrect uf settings, but provided a timespan of between 5 minutes and 3 hours. Additionally, the biomed revealed that the onset of this issue seemed to correspond with the completion of the cbe software upgrade, but was not able to confirm the exact event date. The patient's uf goal was set for 3000ml at 3 hours. The autonomous change to the ultrafiltration goal was noted after the patient reported cramping. Saline was administered to help alleviate the patient's cramps. No audible or visual machine alarms were reported. The machine was pulled for evaluation; however, the biomed was not able to identify any machine malfunctions or deficiencies that could be attributed to the reported issue. Although requested, no further information has been made available.